Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer. The customer continued using the current pump for insulin therapy.